Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a screw was not placed to plan. The misplaced screw was removed and replaced.

Manufacturer narrative:
The device was returned for evaluation and dimensional testing revealed two reflective marker posts outside of their permitted tolerance zones. It is unclear whether this damage occurred as a result of manufacturing, damage in transport, excessive wear and tear over time, or misuse. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a screw was not placed to plan. The misplaced screw was removed and replaced.